Manufacturer narrative:
Device used for treatment and not diagnosis. During this evaluation, the returned buttress compression nut was assembled with known good mating devices, 130 degree aiming arm part 357.366, lot 4567002 and blade guide sleeve part 357.369 lot 45451058, in attempt to replicate the complaint condition. The returned nut easily threaded all the way on the blade guide sleeve and was retained by the aiming arm on each attempt. The aiming arm retained the nut when the deformed flange on the nut was rotated in multiple directions. The complaint condition could not be replicated during this evaluation. The returned device was manufactured in august 2004 and is over 8 years old. The design risk assessment is adequate for the intended use. The investigation is on going.

Event description:
It was reported during a procedure the compression buttress nut would not stay affixed to the insertion sleeve. All parts of the construct remained intact during the procedure. The surgeon did not have a replacement compression nut. The procedure continued and was completed successfully.

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the DHR indicates there was one mrr (B)(4) for: thread (B)(4)no go goes 3.5 turns, and missing etch. The thread nonconformance was deemed conforms to the rationale that no go has drag and is acceptable per iso. It cannot be determined if the thread nonconformance is related to the product complaint without inspection of the actual part in question. The etch nonconformance was deemed conforms to the rationale that the etch is not required per the deviation (B)(4) in effect. All other records indicate the product was manufactured to specifications.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going.